Manufacturer narrative:
It was reported that the balloon of the foley catheter burst resulting in the foley catheter falling from being inserted in patient. Per report, the incident was noted after patient was noticed with a distended bladder and foley catheter was then found laying in between the patient's legs. The reporter stated that she tried to re-inflate the balloon and she noted that the balloon had burst. The foley catheter was reportedly inserted five days prior to the date of this incident. After the foley catheter was noted out, the reporter's brother-in-law (who reportedly is a physician) took a replacement foley catheter from his work and another foley catheter was inserted in patient. There was no report of a need for medical evaluation and/or treatment related to this incident. Due to the reported foley catheter bursting and the need for foley catheter replacement, this medwatch is being filed. The sample is not available to be returned for evaluation. The lot number is unavailable. A definitive root cause for the reported issue could not be determined. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the balloon of the foley catheter burst resulting in the foley catheter falling from being inserted in patient. Patient required another foley catheter insertion.